Event description:
The lay use/pt contacted lifescan alleging that the product was having the following issue: strip issue (out of range with control solution) which was unresolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for eval, but has not yet rec'd them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.